Event description:
Patient reported undergoing an initial hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a surgery on (B)(6) 2013 due to patient allegations of pain and acute osteomyelitis. Patient alleges septic infection and an abscess were discovered during the surgery. No components were removed during the procedure and no revision surgery has been reported to date. This report is based on allegations in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-06062 / 06065).